Manufacturer narrative:
It was reported that the luer lock part of the hls cannula connector was damaged. The blood leakage was occurred due to the crack on luer lock and the failure was detected during treatment. Customer states that there could not be found any effect on patient. The photograph was received which shows the reported failure, cracks on the luer lock connector. Based on this, failure could be confirmed. No product investigation is required since photograph shows the failure clearly. The production history records (dhrs) of the affected (B)(4) with lot# 3000197670 was reviewed on 2022-05-16. According to the DHR result, the product (B)(4) passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. Thus production related influences are unlikely. Receiving inspection (ri) report of the related material (connector) has been investigated. Based on the ri report of the material, no evidence was found that the issue is related with material. Based on the investigation results, the reported failure could be linked to the risk assessment and control of hls cannulae (dms# (B)(4)) and the most probable cause could be: use error: lack of attention on device handling. In order to eliminate re-occurrence of this issue, the customer will be informed about the results and IFU warnings via sales and service unit. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the luer lock part of the hls cannula connector was damaged. The blood leakage was occurred due to the crack on luer lock and the failure was detected during treatment. Customer states that there could not be found any effect on patient.